Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a broken battery cap. Blood glucose value was 45 mg/dl at the time of the incident. The customer treated their low blood glucose value by eating. The customer was not hospitalized. No troubleshooting was performed because the customer realized they were low and it wasn't due to the battery. Nothing will be replaced or returned.